Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty. The target lesion was located in the severely calcified anterior tibial artery. After a guidewire crossed the lesion, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 7 atmospheres, the balloon ruptured. The device was carefully removed, and the procedure was completed with a different device. No patient complications were reported.